Manufacturer narrative:
The complainant was unable to provide the lot number, therefore, expiration and manufacturing dates cannot be determined. The complainant has indicated that the product has been disposed; therefore a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between the device and the cause of this event. If any additional relevant information is received, a supplemental medwatch will be filed.

Event description:
A hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure. According to the complainant, the patient had a patulous cervix and as a result, a suture along with two tenaculums were applied to achieve a seal. In addition, the scope was maneuvered aggressively due to the same issue (patulous cervix). Seven minutes into the ablation, a small leak was noted and the system was shut down before an alarm was generated. Upon completion of the procedure, it was observed that a burn had been sustained. The burn was categorized as "very small and minor" and was not treated. Clinical follow up revealed that there was no indication of overdilation and a speculum and raytec were in place. There were no further complications reported with this event and the patient is reported to be "recovering". An additional attempt has been made to obtain follow up event details with no response from the clinician.